Event description:
As noted in the publication by hans et al paraplegia after aortic and superior mesenteric artery stenting for occlusive disease, annals of vascular surgery 28 (2014) 492.e17-492.e19; one day following the implantation of 2 p4015 stents (6mm) covered with a 6cm impra stent in an infrarenal location above the aortic bifurcation, a (B)(6) woman was found to be paraplegic. An (B)(6) woman presented with ischemic ulceration of the left foot. The patient had a history of hypertension and diabetes mellitus with mild chronic renal failure (serum creatinine: 1.9 mg/dl). On (B)(6) 1997, the patient underwent placement of a covered stent for infrarenal aortic stenosis and intermittent claudication. Review of the medical records from an out of state hospital revealed that a combined femoral and left brachial artery approach was used for placement of the covered stent. A 20-french sheath was inserted through the right femoral artery and 2 palmaz genesis (p4015 stents 6 mm.) Were covered with a 6-cm polytetrafluoroethylene/impra stent (impra) deployed in an infrarenal location above the aortic bifurcation with a reduction of the mean pressure gradient from 22 to 0. The 20-french sheath was removed and the femoral artery was repaired. The next day, the patient was found to be paraplegic. A magnetic resonance imaging scan of the thoracolumbar spine revealed an ischemic lesion of the spinal cord at the levels of t10 and l1 with central edema. The patient showed some improvement and was able to stand and take a few steps with the help of a walker.

Manufacturer narrative:
As noted in the publication by hans et al paraplegia after aortic and superior mesenteric artery stenting for occlusive disease, annals of vascular surgery 28 (2014) 492.e17-492.e19; one day following the implantation of two p4015 stents (6mm) covered with a 6cm impra stent in an infrarenal location above the aortic bifurcation, the patient was found to be paraplegic. An (B)(6) woman presented with ischemic ulceration of the left foot. The patient had a history of hypertension and diabetes mellitus with mild chronic renal failure. On (B)(6) 1997, the patient underwent placement of a covered stent for infrarenal aortic stenosis and intermittent claudication. A combined femoral and left brachial artery approach was used for placement of the covered stent. A 20-french sheath was inserted through the right femoral artery and two palmaz genesis were covered with a 6-cm polytetrafluoroethylene/impra stent (impra) deployed in an infrarenal location above the aortic bifurcation with a reduction of the mean pressure gradient from 22 to 0. The 20-french sheath was removed and the femoral artery was repaired. The next day, the patient was found to be paraplegic. A magnetic resonance imaging scan of the thoracolumbar spine revealed an ischemic lesion of the spinal cord at the levels of t10 and l1 with central edema. The patient showed some improvement and was able to stand and take a few steps with the help of a walker. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Spinal cord ischemia is a result of reduced blood flow to the spinal cord which is supplied by the anterior spinal artery and the paired posterior spinal arteries. This condition may be associated with arteriosclerosis , trauma, emboli, diseases of the aorta, and other disorders. Prolonged ischemia may lead to infarction of spinal cord tissue. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2014-00254 and 9616099-2014-00255.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2014-00254 and 9616099-2014-00255.